Event description:
A caller reported an issue with a cracked and shattered touchscreen on their pump, rendering it unresponsive and illegible. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.